Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported during the implant procedure, the lead was attempted, but was removed due to positioning difficulties and high lead thresholds. Further information noted muscle/nerve stimulation was observed. No patient complications have been reported as a result of this event.